Event description:
It was originally reported that there were coupling and communication issues. An overdischarge was suspected. There was no device communication with the physician programmer, recharger and pt programmer. The pt has not had stimulation or charged their device in over a month. A physician mode recharge was initiated. The company rep confirmed that the pt's neurostimulator was found to be dead after numerous attempts to recharge were made. No replacement date has been set.

Manufacturer narrative:
(B) (4).